Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress was confirmed. The reported failure to advance could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, extensive damage to the delivery system was noted during return analysis of the device. Including a tear at the guide wire exit notch and outer member. The noted tears and subsequent leak appear to be related to manipulation of the device during the procedure in combination with interaction with the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (drca) with 95% stenosis, heavy calcification and moderate tortuosity. Pre-dilatation was performed using a non-compliant balloon. The 3.5x38mm xience alpine stent delivery system (sds) failed to pass through the guiding catheter. It was also noted that the shaft was kinked. Another same size stent was used to complete the procedure and another stent was successfully implanted in the proximal rca. Result was good with timi iii flow in the drca. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified fluid was observed coming out from a longitudinal tear on the outer member.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.